Manufacturer narrative:
7/28/1998-supplement #1 sent to FDA.

Event description:
The product was used during a low anterior resection procedure. Reportedly, the safety was broken. The surgeon resected the application site and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.